Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 6814858 number on (B)(6) 2023 and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent primary breast augmentation with a 550cc mentor memorygel breast implants experienced right sided rupture and bilateral baker grade ii/iii capsular contracture with ptosis post procedure. The rupture was diagnosed through a physical examination and confirmed through magnetic resonance imaging. As a result, explant and replacement was performed on (B)(6) 2023. The right sided rupture was reported initially under 1645337-2023-10595 on (B)(6) 2023. On (B)(6) 2023 mentor received additional information and initial awareness of bilateral issues. This report relates to the left prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture/capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).